Event description:
It was later reported that the last time the pump contained lioresal was on (B)(4) 2011. After that date, the pump contained gablofen.

Manufacturer narrative:
Concomitant product: product ID 8711, lot # j10918r26, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
Pump was subjected to additional testing and destructive analysis was completed. No significant anomalies were noted during destructive analysis. There was no change to the initial analysis finding. The previously applied method code, results code, and conclusion code were replaced / updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion is no longer applicable. The conclusion code has been updated .

Manufacturer narrative:
Analysis of the pump revealed overinfusion with an undetermined root cause.

Event description:
The following volume discrepancies were observed. Expected residual volume = erv; actual residual volume = arv (B)(6) 2010 ¿ erv = 5.2 ml; arv = 1.5 ml (B)(6) 2011 ¿ erv = 5.4 ml; arv = 0.5 ml (B)(6) 2011 ¿ erv = 4.7 ml; arv = 0.5 ml the reported discrepancy was a new occurrence and was not consistent with this pump since the time of implant. The cause of the discrepancy was not known. On (B)(6) 2011, the patient and their caregiver were pleased with the decreased spasticity from their last dose change. They were still tight, but they were better. Their doctor added a morning bolus. On (B)(6) 2011, their caregiver stated that the morning bolus did not help. No dose change was made on (B)(6) 2011. The managing physician set the low reservoir alarm to 7 ml at this time to avoid the flow rate drop if the pump reservoir fell below 1 ml. The pump contained lioresal at this time. No troubleshooting was performed. The patient was reportedly stable. Their next appointment was on (B)(6) 2011. As of (B)(6) 2011, the patient did not have overdose or underdose symptoms. Additional discrepancies were observed. (B)(6) 2011 ¿ erv = 7.0 ml; arv = 4.5 ml (B)(6) 2012 ¿ erv = 7.0 ml; arv = 4.0 ml (B)(6) 2012 ¿ erv = 8.8 ml; arv = 3.5 ml (B)(6) 2012 ¿ erv = 10.9 ml; arv = 6.0 ml (B)(6) 2012 ¿ erv = 9.3 ml; arv = 5.0 ml (B)(6) 2012 ¿ erv = 14.5 ml; arv = 10 ml (B)(6) 2013 ¿ erv = 8.3; arv = 2.5 ml (B)(6) 2013 ¿ erv = 8.3 ml; arv = 3.0 ml (B)(6) 2014 ¿ erv = 8.9 ml; arv = 1.0 ml. The low reservoir alarm volume was changed to 5 ml, and the patient was being seen several weeks before the alarm to ensure that the pump did not go empty. As of a report from (B)(6) 2014 the pump contained gablofen. The patient was not symptomatic at this time. The patient¿s father did not want to put the patient under anesthesia to replace the pump. They wanted to know what the possibility was of the pump speeding up. As of(B)(6) 2014, no additional troubleshooting was performed or planned. No cause of the discrepancies was determined. The pump was assumed to be the root cause at this time. The managing physician was to continue to set the reservoir alarm to 5 ml, and the patient was to be seen well before the alarm date to manage this issue. The patient was reportedly receiving effective therapy. As of (B)(6) 2014 additional discrepancies were observed. (B)(6) 2014 ¿ erv = 10.9 ml; arv = 5.0 ml (B)(6) 2014 ¿ erv = 7.3 ml; arv = 1.0 ml (B)(6) 2014 ¿ erv = 9.4 ml; arv = 2 ml. There were no refill difficulties. Associated issues included bladder incontinence and bowel incontinence, though the patient reportedly did not develop any symptoms. The pump was being replaced on (B)(6) 2014. According to a family member there were some discrepancies with the pump, but the pump showed no problems. The expected residual volume was 3 ml and the actual residual volume was 9 ml (the date of this discrepancy was not reported). The cause of this discrepancy was not known. It was believed that lioresal was in the pump, but this was not confirmed. The patient did not develop any symptoms. The patient was healing from the replacement of their pump, and they recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.